Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2017 - email, (B)(6) 2017 - phone, (B)(6) 2017 - email. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed during pre use checkout possibly losing the ability to mechanically ventilate. There was no report of patient involvement.